Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2006. (B)(6).

Event description:
It was reported that the patient received an inappropriate high voltage therapy for atrial fibrillation (af) with rapid ventricular response. It was also reported that the implantable cardioverter defibrillator (ICD) had a failed therapy in a ventricular tachycardia (vt) or ventricular fibrillation (vf) episode. The ICD&#1157; remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.